Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site to inspect the system. Fss confirmed the reported issue and replaced the hard drive to resolve the issue. Fss also performed the preventive maintenance (pm), which several filters and o-ring were replaced on the unit as part of the pm. Fss also performed the field service checklist on the unit, which it passed all the functional tests and the system was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported of the whitestar signature system freezing issue, that the graphical user interface (gui) freezes on start-up and the system does not start. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.